Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement on the right ankle. Approximately 6 weeks post-op the patient reported having infection, pain and post-op wound dehiscence in the surgical area. The patient's next office visit found mild dehiscence with minimal drainage, questionable tunneling, minimal swelling and no purulence or erythema. The patient was taken to the or the same day for irrigation and debridement with a poly exchange. With the poly exchange, vancomycin powder was placed directly in the posterior and anterior aspects of the wound. Stimulant beads with vancomycin and tobramycin were placed on the wound. Negative pressure cardinal vac dressing put in place. Patient was given antibiotics: vancomycin, zosyn, rifampin and ancep.